Event description:
It was reported that during the procedure, the right ventricular (rv) lead was unable to implant. The rv lead was replaced and the procedure continued with the new lead on (B)(4) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿dr had issues deploying the lead for connection to the septum.¿ was confirmed. A complete lead was returned in one piece. The lead was returned with the helix fully extended and clogged with blood/tissue. Visual inspection found the inner coil over torqued in the connector region consistent with the procedural damage. X-ray examination of the helix mechanism was normal with no anomalies found. The cause of the reported event was due to blood/tissue in the helix region and over torqued of the inner coil.